Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition and returned outside its sterile package. Upon visual inspection it was noted that the blade on the device was incorrect. Batch k92812 is for an snghk code and the instrument has a snghk2 blade. The device was tested on the generator and was functional. There were no anomalies noted with the functionality of the device. The incorrect selection of the blade was likely an issue with our manufacturing process.

Event description:
It was reported that during a CABG, the shape of the blade was different from the shape of snghk. . Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.